Event description:
Manufacturer review of the published journal article (parker, ajp, et al, vagal nerve stimulation in children in epileptic encephalopathies. Pediatrics, 1999;103:778-782) revealed a pt developed increased seizures above pre-vns baseline levels after 12 months of vns therapy. At 24 months of vns therapy, the pt's seizures decreased to baseline seizure levels. The authors conclude vns therapy may take up to 24 months to show seizure reduction in ecephalopathic children. Attempts to the reporter for additional info have been unsuccessful to date.